Event description:
It was reported that probes were part of bad stock.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the measurements were not in a normal range. During follow-up lead perforation was observed by x-ray. Patient was in good condition at the time.